Event description:
The manufacturer representative reported a possible short circuit and early battery depletion of the left neurostimulator. The stimulator was replaced. Impedance measurements did not change following neurostimulator replacement. Program settings were adjusted to prevent early battery depletion of the replacement device.